Event description:
The facility reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). After further investigation by the quality engineers, the root cause of the reported condition was assigned to use/user error. The results codes were changed from 43 and 63 to 63 and 80 to reflect the updated evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to faulty main batteries. The main batteries and battery harness was replaced to correct this condition. Baxter has received similar reports for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.